Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead was explanted and replaced due to high pacing thresholds (6.5 volts at 2.0 ms) associated with loss of capture with no asystole identified. According to the product performance report (per) form, this lead was found to have changed positions since implant. This lead was explanted and will not be returned to boston scientific.